Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and at the end of mapping phase, the patient experienced cardiac tamponade that required prolonged hospitalization. The procedure was a diagnostic one. They mapped the right ventricle and then couldn't induce the ¿tachy¿ so they didn't ablate and terminated the procedure. But right at the end when they pulled the catheter out, the patient's blood pressure dropped and they said a tamponade had happened. There is no further information about if any intervention was performed. The physician's opinion on the cause of this adverse event is that it was either the procedure or patient condition. They didn't know for sure which one was the cause. The patient has improved but the patient required extended hospitalization to stop the bleeding and control the patient's condition. No ablation was done in this procedure. No transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 20-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and at the end of mapping phase, the patient experienced cardiac tamponade that required prolonged hospitalization. The procedure was a diagnostic one. They mapped the right ventricle and then couldn't induce the ¿tachy¿ so they didn't ablate and terminated the procedure. But right at the end when they pulled the catheter out, the patient's blood pressure dropped and they said a tamponade had happened. There is no further information about if any intervention was performed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. During product evaluation, the lot number was able to be verified as 00002228. As such, it has been populated to field d4. Lot. Additionally, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event is that it was either procedure or patient condition related. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).